Event description:
Bayer case number: (B)(4). Haemorrhagic bleeding [genital bleeding]. Chronic fatigue [chronic fatigue]. Joint pain [joint pain]. Muscular pains [muscular pains]. Depression [depression]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("haemorrhagic bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criterion intervention required), fatigue ("chronic fatigue"), arthralgia ("joint pain"), myalgia ("muscular pains") and depression ("depression"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, myalgia, genital haemorrhage or depression. The reporter commented: additional context: is there anything else you would like to share, including relevant medical history? Symptoms described by a group of women. Two lawyers have started a tour of france lasting until mid-july to inform and support women who are victims of the medical device essure. The permanent contraception devices have had to be removed with invasive surgery from over 30,000 women in france. Many of them have reported multiple symptoms: chronic fatigue, joint and muscle pain, hemorrhagic bleeding, depression¿. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) haemorrhagic bleeding [genital bleeding], chronic fatigue [chronic fatigue] , joint pain [joint pain] , muscular pains [muscular pains] , depression [depression] . Case narrative: this spontaneous case describes the occurrence of genital haemorrhage ("haemorrhagic bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criterion intervention required), fatigue ("chronic fatigue"), arthralgia ("joint pain"), myalgia ("muscular pains") and depression ("depression"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, myalgia, genital haemorrhage or depression. The reporter commented: additional context: is there anything else you would like to share, including relevant medical history? Symptoms described by a group of women. Two lawyers from have started a tour of france lasting until mid-(B)(6) to inform and support women who are victims of the medical device essure. The permanent contraception devices have had to be removed with invasive surgery from over 30,000 women in france. Many of them have reported multiple symptoms: chronic fatigue, joint and muscle pain, hemorrhagic bleeding, depression¿. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-nov-2025: quality safety evaluation of product technical complaint. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic bleeding [genital bleeding] chronic fatigue [chronic fatigue] joint pain [joint pain] muscular pains [muscular pains] depression [depression]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("haemorrhagic bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criterion intervention required), fatigue ("chronic fatigue"), arthralgia ("joint pain"), myalgia ("muscular pains") and depression ("depression"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, myalgia, genital haemorrhage or depression. The reporter commented: additional context: is there anything else you would like to share, including relevant medical history: symptoms described by a group of women. Two lawyers from have started a tour of france lasting until mid-july to inform and support women who are victims of the medical device essure. The permanent contraception devices have had to be removed with invasive surgery from over 30,000 women in france. Many of them have reported multiple symptoms: chronic fatigue, joint and muscle pain, hemorrhagic bleeding, depression. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-jun-2025: quality safety evaluation of ptc. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.